Manufacturer narrative:
Manufacturer's investigation conclusion: examination of the returned modular cable confirmed the reported hair that was noted by the center prior to implant. The reported piece of white foam was not confirmed. The modular cable was returned in like-new condition. No white foam was observed within the bag. Examination of the returned modular cable revealed a hair on the connector cap. The hair measured approximately 4¿ in length. The modular cable was otherwise unremarkable. The polyurethane jacket, inline connector bend relief, and controller connector bend relief were in like-new condition. The inline connector and controller connector pins were unremarkable. The modular cable passed electrical testing without issue. The hair was forwarded to abbott r&d for ftir analysis, which confirmed that the composition, appearance, and dimensions were consistent with human hair. These issues were forwarded to abbott manufacturing for further analysis. A potential improvement was identified during the review of one of the inspection procedures. Per the procedure, both the empty and sealed, sterilized trays are inspected for particulate, but the loaded tray is not. The lack of inspection of the loaded tray step was found to be a probable root cause of the current complaint. The relevant inspection procedure has been updated and operator retraining has been performed. These issues were also forwarded to abbott¿s risk department to determine if further actions were needed. The risk assessment found that this was an isolated incident. Furthermore, there was no patient impact associated with this complaint. No further action is necessary. Abbott will continue to monitor. The relevant sections of the device history records for modular cable lot number 7575222 was reviewed and showed no deviations from manufacturing or quality assurance specifications. The modular cable shipped in the implant kit for (B)(6). The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. C, is currently available. The IFU provides instructions on all surgical procedures, including unpacking the implant kit and prepping, running, and priming the pump. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
Related MFR number: 2916596-2020-05324. It was reported that when opening the outer modular cable packaging there was a small piece of white foam and once the modular cable was opened a hair was noted stuck to the modular cap, indicating sterility was broken. The modular cable was removed from the sterile field and a new modular cable was used for the pump prep.